Event description:
Customer received a blood result of 568 mg/dl on her contour system and then ran a blood test on another meter where result was 238 mg/dl. The difference between the tests falls in the ¿c¿ zone of the consensus error grid. No adverse events alleged. Customer was sent replacement strips and is to return her strips for eval.